Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference # 3006705815-2020-31044. It was reported the patient was hospitalized for seizure activity during the scs trial. At this time, the physician stated the seizure was unrelated to the scs trial. The patient has been released from the hospital and plans to proceed with a permanent implant.